Manufacturer narrative:
Event Site Name:(b)(6) .

Event description:
It was reported that during use the CARDIOSAVE Intra-Aortic Balloon Pump (IABP) failed Power test 14. There was patient involvement but no harm reported. The hospital BIOMED evaluated the device and was able to reproduce the reported malfunction and was unable to complete a simulated treatment with testing catheter and trainer. The BIOMED found the unit within tolerance, and relatively dust free. The compressor is new, as of (b)(6)2026 PM, with 200 hours of use (including filters/mufflers). Vacuum and pressure regulators were found to be within tolerance, as well as the transducers. Nevertheless the BIOMED, calibrated transducers, recalibrated pressure and vacuum regulators. Vacuum and pressure hoses from compressor to pressure/vacuum reservoirs in excellent shape, with connectors in good condition. The Clamp that holds pressure/vacuum hoses down were able to be backed out with fingers. Pressure hoses had little give, so potentially the cause of the malfunction was the hose being slightly pushed when pressurizing as part of pumping. Biomed was able to successfully complete a simulated treatment with testing catheter, and trainer without issue. Product passed all functional and safety tests per manufacturer specifications.